Event description:
It was reported that: "(B)(6) female, thrombectomy patient. Went radial (infuse cocktail through 6f sheath, then exchange to ballast) and started experiencing vasospasm. Then went femoral and gave cocktail; nitro, verapamil & cardiac lido (waited an hour) tried several others. Tried several techniques and finally had vascular removed." Follow up 29sep2021: "I asked if there was any major injury from this and they said the arm was saved but there was an arm bypass done to remove the sheath." "No, no reported malfunction. They think the patient just had severe vasospasm, which caused it." "The patient did have to go to surgery to have an arm bypass done to remove the sheath."

Manufacturer narrative:
(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Follow up with the issuer revealed that there was no device malfunction (harm unrelated to the device). Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. DHR review could not be performed since the product lot number was unavailable and not reported.